Event description:
The patient contacted baxter's technical service center regarding the patient line tubing leaking, which occurred on the homechoice during use during fill 1. The patient was connected and had not received any alarms. The baxter technical service representative (tsr) asked the patient if the fluid was coming from the exit site, the catheter, or the patient line. The patient stated the fluid was coming from the patient line and there were no loose connections. The tsr had the patient disconnect. The tsr asked the patient if they noticed leaking during prime and the patient stated no. The patient stated they did not notice any leaking during the initial drain either, only during fill. The tsr asked the patient if they had any pets and the patient stated no. The tsr advised the patient that they would need to start over with new supplies and that they should inform their peritoneal dialysis nurse about the incident. The tsr assisted the patient with ending the therapy. The patient would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(4) 2011 regarding the reported leak. The patient stated during therapy they noticed their left pant leg was getting wet. The patient went on to find that the plastic tubing on the cassette was leaking near where the patient line connected to the transfer set. The patient was able to resume therapy successfully after starting over with new supplies and spoke with their nurse about the event. The patient has been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one actual sample for evaluation in reference to the report for a leak. There were no manufacturing abnormalities noted during visual inspection. The set was placed on machine for priming and run with no alarms noted. The set was pressure tested with no leak noted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This report for leak was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.